Manufacturer narrative:
Unable to perform displacement test, self test, sleep current measurement and active current measurement due to device received ed with missing segment due to cracked and bleeding lcd glass. No frozen screen noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
Information received by medtronic indicated that the insulin pump had partial display and frozen display and also had blue led stripe in the middle of the screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.